Event description:
Patient reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). The subject cartridge was returned to animas and evaluated by product analysis with the following findings: the cartridge passed visual inspection. No damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. No defects were found with the returned cartridge. The pump was also returned to animas and evaluated by product analysis with the following findings: an "ezprime" operation was performed and during the "load" step, the pump did not recognize cartridge and pushed all the fluid out. The pump did not detect any force at 5lbs and kept loading during calibration test on the bench. There are no alarms related to the complaint in the alarm history. A review of the pump history showed no zero force loss of prime warnings or "no cartridge detected" warnings; all loss of prime warnings observed in the black box are associated with failure to prime the pump after a reboot. The pump was opened after testing and a crooked display screen was observed. The force sensor flex pins are partially dislodged from the pcb sockets. The force sensor is out of resistance specification at 5lbs; the force sensor is reading 35k. A bad force sensor calibration was found on the bench due to a high resistance force sensor. An intermittent force sensor connection was also found during testing.